Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04562 and 3005099803-2009-04563 for the other associated device information. It was reported to boston scientific corporation that three autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) performed in 2009. According to the complainant, during the procedure, the physician advanced the autotome rx through the scope to the papilla of vater. The handle was pulled proximally and electricity applied in an attempt to cut the sphincter. At this point the cutting wire broke. The physician then removed the scope along with the tome from the patient. A second and third tome were used and failed in a similar manner. The procedure was completed with a fourth autotome rx sphincterotome. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.